Manufacturer narrative:
(B)(4)

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00082. The patient underwent a procedure where 3 trial leads ( 1 from lot ab2108 and 2 from lot ab2114) were placed. It was reported during the procedure a cerebrospinal fluid (csf) leak occurred. Following the procedure the patient indicated he experienced a headache. No intervention was taken and the headache has since resolved.